Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the craniotome device broke off. It was further reported that the broken piece was retrieved from the patient. It was reported that there was a 5-minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the tip-end of the craniotome device broke-off during the surgery was confirmed. An assessment was performed on the device which found that the neuro-tip foot had been drilled into and fractured into two pieces. It was determined that the cause of the craniotome tip fracture was failure to follow the directions for use. It was determined that when the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. Therefore, the attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip causing it to fracture. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.